Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white component of a 5f mynxgrip vascular closure device (vcd) was stuck and could not deploy the device. There was no reported patient injury. The device was stored and opened in a sterile field. The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the white component of a 5f mynxgrip vascular closure device (vcd) was stuck and could not deploy the device. There was no reported patient injury. The device was stored and opened in a sterile field. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the device was segmented into multiple pieces as the shuttle was returned separated from the black shuttle, as well as the distal portion was separated from the main body of the device. The device was received with the stopcock opened without the syringe or the sheath used in the procedure. The sealant was returned in the device for this evaluation in its manufactured position; nevertheless, the advancer tube was not as it appears to have been removed from the proximal cut performed during the segmentation observed. The device was inspected for damages that may have contributed to the reported event. It was appreciated that the separation of the segments received were induced due to unknown reasons. A dimensional analysis could not be executed due to the conditions of the returned device. Per functional analysis, the simulated deployment test could not be executed due to the conditions of the returned device. A microscopic analysis was done to observe the separation borders of the separated unit received. During this analysis, it was denoted that elongation patterns and plastic deformations were observed on the separation border. The elongations and plastic deformation found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. Additionally, scratch marks evidence could be observed near one of the separation borders, which could be attributed to interaction with sharp-edged tools or materials. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed through analysis of the returned device due to the conditions in which it was received which did not allow a functional analysis. However, an additional condition of ¿catheter-catheter detachment¿ was noted as the device was received separated into segments. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was returned in a condition that prevented functional analysis. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced. Regarding the observed condition of separated segment, which was not reported, handling factors most likely contributed to damages noted as evidenced by the elongations and plastic deformations found at the separated areas, which are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. Additionally, scratch marks evidence could be observed near one of the separation borders, which could be attributed to interaction with sharp-edged tools or materials. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely. Neither the product analysis, nor the information available for review suggest that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.